Event description:
On 17th september 2024, getinge became aware of an issue with one of our accessories - 115063dc - leg plates, pair (coded) used with 115030a0 - modular universal table top and 115001a1 - alphamaquet operating table column. As it was stated and confirmed with the photographic evidence, the pur pad from the left leg plate broke off when the patient stepped onto the leg plates with great force and full weight during transfer from the bed to the operating table. At the same time the right leg plate folded down even though it was locked. As a result, the patient fell to the floor. The patient was examined in the central emergency room with the following diagnoses: multi-fragmentary clavicle fracture on the left in the medial 1/3 without significant dislocation, fracture of the 5th rib on the left lateral side, shoulder distortion on the right, skull contusion with suspected concussion, cervical spine distortion, bruise on the thoracic spine/thorax. The patient left the hospital on september 17th. We decided to report the issue due to the serious injury of the patient.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. E1i event site telephone: +(B)(6). The serial number for the medical device referred to in this medical device report has not been received, and therefore, no UDI number can be provided.

Manufacturer narrative:
Getinge became aware of an issue with one of our accessories - 115063dc - leg plates, pair (coded) used with 115030a0 - modular universal tabletop and 115001a1 - alphamaquet operating table column. As it was stated and confirmed with the photographic evidence, the pur pad from the left leg plate broke off when the patient stepped onto the leg plates with great force and full weight during transfer from the bed to the operating table. At the same time the right leg plate folded down even though it was locked. As a result, the patient fell to the floor. The patient was examined in the central emergency room with the following diagnoses: multi-fragmentary clavicle fracture on the left in the medial 1/3 without significant dislocation, fracture of the 5th rib on the left lateral side, shoulder distortion on the right, skull contusion with suspected concussion, cervical spine distortion, bruise on the thoracic spine/thorax. We were informed that the patient left the hospital. We decided to report the issue due to the serious injury of the patient. The device could not be repaired and was scrapped by the manufacturer. Based on the investigation conducted, it was concluded that at the time of the event, the device was actively being used for the patient¿s treatment and was therefore directly involved in the reported incident. As the issue occurred, it was considered that the getinge device failed to meet its specifications. A review of the customer product complaints revealed that the issue could potentially lead to serious injuries, such as clavicle fracture with significant dislocation, rib fracture, shoulder distortion, skull contusion with suspected concussion, cervical spine distortion, bruise on the thoracic spine. This malfunction was reviewed with the subject matter expert (sme), who concluded that the failure was caused by the patient¿s action of placing her full weight on the leg plates. According to the instructions for use (IFU) for the leg plates, only the patient¿s legs should be placed on the plates (ga 115063 rev 04, page 4). The patient¿s misuse caused the screw connection with the cushion plate to be subjected to a load exceeding its weight capacity, resulting in the pur cushion of the left lower leg breaking off from the metal piece. This action exceeded the approved partial weight limit of 25 kg per leg plate, leading to mechanical failure (ga 115063 rev 04, page 4). The medical staff is responsible for instructing the patient on where to position themselves on the tabletop to prevent such incidents. In summary and as a result of the performed root cause evaluation, it was concluded that based on available information the most probable root cause of the reported issue, was related to user error. We currently do not have any information that would warrant further action regarding device manufacturing or devices on the market, however as per our complaint handling processes will continue to monitor the customer experiences with the device for any future information. The correction of b5 describe event or problem, h3 device evaluated by mfg, h3 device not eval provide code, fields deems required. This is based on the internal evaluation and the additional information that has been received. Previous b5 describe event or problem: on (B)(6) 2024, getinge became aware of an issue with one of our accessories - 115063dc - leg plates, pair (coded) used with 115030a0 - modular universal tabletop and 115001a1 - alphamaquet operating table column. As it was stated and confirmed with the photographic evidence, the pur pad from the left leg plate broke off when the patient stepped onto the leg plates with great force and full weight during transfer from the bed to the operating table. At the same time the right leg plate folded down even though it was locked. As a result, the patient fell to the floor. The patient was examined in the central emergency room with the following diagnoses: multi-fragmentary clavicle fracture on the left in the medial 1/3 without significant dislocation, fracture of the 5th rib on the left lateral side, shoulder distortion on the right, skull contusion with suspected concussion, cervical spine distortion, bruise on the thoracic spine/thorax. The patient left the hospital on (B)(6). We decided to report the issue due to the serious injury of the patient. Corrected b5 describe event or problem: getinge became aware of an issue with one of our accessories - 115063dc - leg plates, pair (coded) used with 115030a0 - modular universal tabletop and 115001a1 - alphamaquet operating table column. As it was stated and confirmed with the photographic evidence, the pur pad from the left leg plate broke off when the patient stepped onto the leg plates with great force and full weight during transfer from the bed to the operating table. At the same time the right leg plate folded down even though it was locked. As a result, the patient fell to the floor. The patient was examined in the central emergency room with the following diagnoses: multi-fragmentary clavicle fracture on the left in the medial 1/3 without significant dislocation, fracture of the 5th rib on the left lateral side, shoulder distortion on the right, skull contusion with suspected concussion, cervical spine distortion, bruise on the thoracic spine/thorax. We were informed that the patient left the hospital. We decided to report the issue due to the serious injury of the patient. Previous h3 device evaluated by mfg? No (attach page to explain why not or provide code). Corrected h3 device evaluated by mfg? Yes. Previous h3 device not eval provide code: device evaluation anticipated, but not yet begun corrected h3 device not eval provide code: n/a. Previous h6 medical device ¿ problem code: mechanical problem/detachment of device or device component//2907, mechanical problem/unintended movement//3026. Corrected h6 medical device ¿ problem code: material integrity problem/break//1069, mechanical problem/unintended movement//3026 material integrity problem/break//1069.

Event description:
Getinge became aware of an issue with one of our accessories - 115063dc - leg plates, pair (coded) used with 115030a0 - modular universal tabletop and 115001a1 - alphamaquet operating table column. As it was stated and confirmed with the photographic evidence, the pur pad from the left leg plate broke off when the patient stepped onto the leg plates with great force and full weight during transfer from the bed to the operating table. At the same time the right leg plate folded down even though it was locked. As a result, the patient fell to the floor. The patient was examined in the central emergency room with the following diagnoses: multi-fragmentary clavicle fracture on the left in the medial 1/3 without significant dislocation, fracture of the 5th rib on the left lateral side, shoulder distortion on the right, skull contusion with suspected concussion, cervical spine distortion, bruise on the thoracic spine/thorax. We were informed that the patient left the hospital. We decided to report the issue due to the serious injury of the patient.